Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the arterial end around the threads of the dialyzer. Estimated blood loss was 50cc's. No medical intervention was required; pt had no ill effects. Sample is available.